Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the surgeon had registration difficulties. The exam had slice spacing and thickness that were different (1.5 and 1.0, but unsure which is which). They were able to get a passing registration, but when the surgeon went to check accuracy, it was severely off. The surgery was completed with out the use of the navigation device and there was no impact on patient outcome. The archives were received and analyzed. The anonymized archive had a single passing registration on it, with 4 touchpoints and 1.7mm error metric (image attached). The points did not cover a large area. It was unknown how inaccurate the surgeon felt during the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and delayed the surgery by 15 minutes. It was reported that the surgeon had registration difficulties. The exam had slice spacing and thickness that were different (1.5 and 1.0, but unsure which is which). They were able to get a passing registration, but when the surgeon went to check accuracy, it was severely off. The surgery was completed with out the use of the navigation device and there was no impact on patient outcome. The archives were received and analyzed. The anonymized archive had a single passing registration on it, with 4 touchpoints and 1.7mm error metric (image attached). The points did not cover a large area. It was unknown how inaccurate the surgeon felt during the case.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that archives do not match protocol, however the slice spacing/thickness does not appear to contribute to the issue - the 3d model built looked good. This was a touch registration, with 4 points touched. Having touched the nose probably would have helped. It looked like it took them a while to get the registration error below 5, and then they kept touching getting errors around 3 until they got around 1.7. Based archive review, it probably would have been helpful to refine the touch points a bit more (including the nose) or add some trace to help converge the registration a bit better. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.